Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patients lead was having high impedances. It was noted that the patients lead was fractured. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing heat at the ipg site. The patient underwent a revision procedure wherein the lead, clik anchor, and ipg were replaced.

Event description:
A report was received that the patient¿s lead was having high impedances. It was noted that the patient¿s lead was fractured. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the complaint had been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location was 32 cm from the distal end. Cables were not exposed at the clik anchor fracture site. X-ray inspection confirmed all cables were fractured at the bent/kinked section of the lead. The fractured cables resulted in the reported high impedances. Sc-4316 device evaluation indicated that the clik anchor was analyzed and revealed no anomalies.

Event description:
A report was received that the patient¿s lead was having high impedances. It was noted that the patient¿s lead was fractured. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient¿s lead was having high impedances. It was noted that the patient¿s lead was fractured. The patient will undergo a lead replacement procedure.